Manufacturer narrative:
Product event summary: analysis found that the ring, ring cover, bail attachments and bail covers were missing and the latch was sticky. The device passed incoming functional testing. The display was checked and the display and background light were working. The reported event could not be confirmed. The main board was calibrated, the battery contacts were cleaned and a final test was performed on the test system. All tests passed.

Event description:
It was reported that the external pulse generator (epg) screen was broken. The epg was returned to the manufacturer for servicing. There was no patient involvement.